Manufacturer narrative:
Initially, it was reported via the implant patient registry (ipr) that this valve model 11400m31 was explanted from the mitral position after an implant duration of four (4) months and twenty-five (25) days due to unknown reasons. However, through investigation it was learned that this valve was explanted due to subacute bacterial endocarditis (sbe). Reportedly, the indication for initial implant was native valve endocarditis with staph aureus. The patient was discharged home and had 6 weeks of antibiotics post surgery. However, 63 days after implant, the patient presented with signs of further infection. Blood cultures grow s aureus again and a small vegetation was noted on the mitris valve which was still working well. A course of anti biotics was tried unsuccessfully and finally the patient underwent reintervention. The valve was removed and another valve, size 33mm, was implanted in replacement. The patient was noted as to be in recovery doing well with no signs or symptoms of endocarditis. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Based on the additional information obtained this is a late endocarditis and is no longer considered reportable. Therefore, this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry (ipr) that this valve model 11400m31 was explanted from the mitral position after an implant duration of four (4) months and twenty-five (25) days due to unknown reasons. A 31mm surgical valve was implanted in replacement, and the patient was noted as to be in recovery.